Event description:
(B)(4). Dealer is stating that the trapeze mounted to head section caused headboard to frame bent. No other information provided.

Manufacturer narrative:
Additional information will be added as it becomes available.